Manufacturer narrative:
(B)(6). This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). On an unknown date, the patient was restarted on peritoneal dialysis therapy. On an unreported date, the patient recovered from peritonitis. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a break in aseptic technique further described as the patient had a touch contamination during peritoneal dialysis (pd) therapy, which caused peritonitis. The peritonitis was manifested with belly pain. On the same day as the onset, the patient was hospitalized for the peritonitis event. The patient was treated with vancomycin intraperitoneally (ip), 2 grams every three days for three weeks for peritonitis. The patient was discharged from the hospital after seven days. At the time of this report, the patient was recovering from the peritonitis event. While hospitalized, the patient¿s pd catheter was found to have migrated and the patient was placed on temporary hemodialysis. The surgery to reposition the catheter was scheduled at a later date and the patient was expected to go back on pd therapy the following month. The patient was scheduled to be retrained on proper aseptic technique. No additional information was available at this time.